Manufacturer narrative:
(B)(4). The product was not returned to teleflex chelmsford for investigation. The reported complaint of iab central lumen occluded is not able to be confirmed. According to the event details, the physician removed the catheter through the sheath and flushed the catheter and inserted the same catheter again. As a result, an in-service has been requested to review the instructions for use (IFU) with the customer. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
It was reported that upon insertion of the catheter, the physician was not able to draw blood back to connect the pressure tubing. She was able to remove the catheter through the sheath and flush the catheter. A clot was expelled out of the central lumen. She inserted the same catheter again, and it instantly clotted again. The patient had a sheath in the r femoral that was removed and closed with a per-close device. Then they systemically heparinized the patient and waited about 20 minutes. As a result, another catheter was inserted after the patient was systemically anticoagulated. Additional information was received from the clinical support specialist that the 2nd catheter was inserted at a different insertion site.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon insertion of the catheter, the physician was not able to draw blood back to connect the pressure tubing. She was able to remove the catheter through the sheath and flush the catheter. A clot was expelled out of the central lumen. She inserted the same catheter again, and it instantly clotted again. The patient had a sheath in the r femoral that was removed and closed with a per-close device. Then they systemically heparinized the patient and waited about 20 minutes. As a result, another catheter was inserted after the patient was systemically anticoagulated. Additional information was received from the clinical support specialist that the 2nd catheter was inserted at a different insertion site.